Event description:
The pt service representative (psr) assisting a (B)(6) old male pt contacted zoll customer support to report that one of the pt's batteries is showing a problem when placed on the charger. The pt received a replacement and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not work when placed on charger) has been confirmed. Upon evaluation, the battery pack was found to have a bent pin in the connector. Pin 3 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from physical abuse. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.